Manufacturer narrative:
This is one of three products involved with the reported event. The manufacturing reference number for this event is (B)(4). The manufacturing reference number for the other complaints are (B)(4).

Manufacturer narrative:
As reported in the publication pasquetto et al distal filter protection during percutaneous coronary intervention in native coronary arteries and saphenous vein grafts in patients with acute coronary syndromes, ital heart j 2003; 4 (9): 614-619; report two re-flow phenomenon in two patients treated on native coronary arteries (both resolved following the hyperselective intracoronary administration of nitrates). The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. No re-flow phenomenon is a well-known potential complication when using an embolic capture device. If the device becomes filled with debris, as it did in this case, blood flow can be significantly reduced sometimes requiring medical intervention or removal/suctioning of the device. This does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the publication pasquetto et al distal filter protection during percutaneous coronary intervention in native coronary arteries and saphenous vein grafts in patients with acute coronary syndromes, ital heart j 2003; 4 (9): 614-619; report two re-flow phenomenon in two patients treated on native coronary arteries (both resolved following the hyperselective intracoronary administration of nitrates).